Manufacturer narrative:
Section a: patient weight was not provided, request for this information was made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller kept showing a backup battery expired flag regardless of changing out the battery. The controller was replaced due to the backup battery fault.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm due to the backup battery being expired was not confirmed. Multiple attempts were made to obtain additional information, including if any log files were available for analysis and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains how to replace the system controller backup battery. Additionally, section 5 ¿ ¿surgical procedures¿ explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.